Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturers right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services recommended to consider isometrics and pocket manipulation to check for any noise or impedance spikes. Technical services discussed possible caused and provided recommendations. This crt-d and rv lead remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced due to high out of range impedances and the other manufactures rv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturers right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services recommended to consider isometrics and pocket manipulation to check for any noise or impedance spikes. Technical services discussed possible caused and provided recommendations. This crt-d and rv lead remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced due to high out of range impedances and the other manufactures rv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturers right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services recommended to consider isometrics and pocket manipulation to check for any noise or impedance spikes. Technical services discussed possible caused and provided recommendations. This crt-d and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturers right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Technical services recommended to consider isometrics and pocket manipulation to check for any noise or impedance spikes. Technical services discussed possible caused and provided recommendations. This crt-d and rv lead remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced due to high out of range impedances and the other manufactures rv lead was capped. No additional adverse patient effects were reported. Previously, a report was filed in complaint (B)(4) which was a duplicate to this complaint. That report number is 2124215-2019-00900.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.